Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "hwbbt" error was displayed on the receiver. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb connector damaged. Receiver charged and boot test was performed and failed due to usb connector damaged. Receiver download test failed due to usb connector damaged. Case opened for interior inspection and passed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.